Event description:
A (B)(6) year old male pt with aaa (expanded from 49mm to 54mm in a year), right common iliac artery aneurysm, ptca for lad #7 (99%), and pci for acute myocardial infection, underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for aaa repair. The aaa was 54mm and the right common iliac artery aneurysm was 25mm. The procedure was consisted of placement of a main body and two iliac leg grafts, and completed without notable problems. In the middle of (B)(6) 2011, the pt visited a doctor for numbness in his leg, and occlusion of the right iliac leg was revealed by CT. On (B)(6) 2011, thrombus ablation using a fogarty balloon catheter was performed, then additional bare stent was extended to the common iliac artery. Then another iliac leg graft was additionally placed in its proximal side. Occlusion was solved although remained slight thrombus was confirmed angiographically. Administration of antithrombotic drug was started after this additional procedure. The pt's condition after the procedure is unk as not provided by the reporter.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.